Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that during a variax foot surgery, the k-wire was found to be damaged, a screw came out leaving the tips open, compromising the k-wires ability to cut.